Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported during surgery that an orthomatch mod ps fem implant impactor broke. Incident occurred with instrument inside the patient, the broken pieces were retrieved by tweezers. Procedure was completed with a backup device. No delay reported. Patient was not harmed beyond the problem reported.